Event description:
It was reported that during a rectum procedure the contour stapler only fired on the first lever and did not close the staples.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/06/2023. D4: batch # 388a40 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received was received with the closing trigger broken and in the opened position. The device was received with one reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The ledge of the lockout showed no indentations. The device was tested for functionality with a test reload and using a screwdriver as a closing lever and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, corrosion was noted on the hook of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. The event described could not be confirmed as the reload was received fully fired and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 388a48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2023 additional information received: the device is available for return. Update qty to be returned from 0 to 1.